Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's application unexpectedly stopped responding to the main page after the customer had logged in. A technical support specialist closed the application as it was not responding to any inputs and performed a successful soft reboot and the application launched automatically as expected. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis ciisafe es system unexpectedly stopped responding. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.